Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with stained serial number label. Device received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the battery not lasting a week. The customer's blood glucose was 218 mg/dl. The customer treated with insulin pump. The product was returned for analysis.